Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. "Service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's sensor board and power management board were replaced to address the issues.